Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited a white foreign material inside the auxiliary channel and an unknown foreign material at the light guide lens adhesive. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6. Correction to d9, and h6 coding for component code: added 3194 (adhesive) and 866 (lenses). Additionally replaced, h6 medical device problem code with 4048 (failure to clean adequately). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed due to leakage from deformation of the electrical connector guide pin, resulting in insufficient reprocessing. However, a definitive root cause cannot be determined. The events can be detected and prevented in accordance with the following IFU: IFU states that detection method in evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.